Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 42.0cm was returned. External insulation abrasion was noted at 9.7-10.0cm and 9.7-10.4cm from the tip electrode, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 39.2-39.4cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4). (B)(6).